Event description:
As reported, this hemosphere foresight cable provided sto2 (tissue oximetry saturation) drifting values on one side of patient. The values drifted between 60 and 90 in one minute. The other side provided stable values. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section b5: no error message was displayed. The patient was not treated according to drifting values. Added information to section d9, h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Patient demographics unable to be obtained. The device was received for evaluation. The report of drifting values could not be confirmed. An additional issue of the spring clip missing was noted and it was attached. No physical damaged was observed. The device passed all functional tests. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information and, since the report could not confirmed during the product evaluation, there is not enough evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.

Event description:
As reported, this hemosphere foresight cable provided sto2 (tissue oximetry saturation) drifting values on one side of patient. The values drifted between 60 and 90 in one minute. The other side provided stable values. No error message was displayed. The patient was not treated according to drifting values. There was no allegation of patient injury.